Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. One bravo capsule was received for evaluation. The returned sample met specification as received by medtronic. The customer reported that they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus was dilated. No lubrication was used to facilitate placement of the capsule.